Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that farfeld r-wave oversensing was observed while evaluating a stored egm strip for ams. Device was reprogammed. Patient will be monitored.